Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and "rigid capsules" diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported, left side rupture. And "rigid capsules", diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.